Event description:
A surgeon reports that following intraocular lens (iol) implant surgery in 2001, the pt complained of glare and 'stripes of light' when looking at figures. The surgeon also reported 'impressions' on the front of the iol surface. Th pt's visual acuity is 1.0 (20/20). The lens was explanted in 2003 at the pt's request.